Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/protruded drive support disk. The motor tested okay. The unit had cracked reservoir tube lip, cracked battery tube threads and scratched display window.